Manufacturer narrative:
Concomitant medical product: 5086mri52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has one beat of oversensing seen on marker channels in an episode. The lead remains in use. No patient complications have been reported as a result of this event.